Event description:
The following description of the event was copied from an e-mail from the dist in (B)(6). "We have just replaced the faulty blender of sipap with the new blender, but unable to calibrate at (B)(6), as it not coming down from (B)(6) and delivering also (B)(6) when checked with o2 analyzer."

Manufacturer narrative:
Neither the user facility nor the dist submitted a user facility/importer report to the MFR. Event codes were derived based on info provided by the dist. (B)(4). The foreign dist determined that the most likely cause of the reported event was a malfunctioning blender assembly. The foreign dist was shipped a replacement blender assembly to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the foreign dist for the return of the alleged faulty blender assembly for eval. As of (B)(6) 2015, the alleged faulty blender assembly has not been received. Should the alleged faulty blender assembly be received and evaluated, a follow-up medwatch report will be submitted.